Manufacturer narrative:
A batch record review indicates no discrepancies. Preventive maintenance (pm) logs have been checked and all pm's were completed. Affected amount: 1pc. Aquacel ag extra 10x10cm was manufactured under sap code 1705448 and manufacturing lot number 9c02505. Lot # 9c02505 was sterilized under lot 1225631311 and released on review of results of sterilization provided. All the results were within specification and the products were released. The production process, in process testing and packaging of products was run in accordance with process instruction (pi) for machine doyen 4. No nonconformity was registered during the manufacturing process of lot 9c02505. This is the only complaint for the affected lot registered within complaint handling system. A photograph has been received for this complaint and has been evaluated in accordance with work instructions (wi). The photograph confirms that there is contamination within the dressing however it is not clear what the contamination is. No sample has been returned therefore it cannot be confirmed what the contamination is. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4), manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported foreign matter was present on the product. The product was not used. A photograph depicting the reported complaint issue were provided by the complainant.